Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced leakage at site issue on (B)(6) 2026, causing hyperglycemia. The high blood glucose was treated by manual pen. The infusion set was used for one day.